Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer¿s blood glucose level was 198-595 mg/dl with high ketone levels; cause was due to a cartridge alarm. Reportedly, customer felt thirsty, hot, and urinated frequently as a result of customer's bg level. Customer administered a manual injection to address bg level; bg level decreased to 198-199 mg/dl. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.